Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon, who reported that the patient had delayed post cataract endophthalmitis with cystoid macular edema. The event resolved with treatment. An anterior chamber and vitreous tap were performed.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following two intraocular lens (iol) implant procedures, there were two incidents of infection in two separate patients. Additional information was provided by the ophthalmologist, who reported that the two patients were referred to retina specialist who treated the patients with intra-vitreous steroid and antibiotics. The ophthalmologist could not recall if these patients were cultured and if so, what the results were. The patients responded well. There are two medical device reports associated with the events reported. This report is for the first of two patient reported.